Manufacturer narrative:
Narrative summary has been updated and provided with this report. (B)(4).

Event description:
The adverse event was reported in error. Customer reported that they were not using the insulin pump system within 48 hours of reported adverse event. Customer alleged the insulin pump malfunctioned and was waiting for replacement. Stuck button alarm was documented under (B)(4) with MDR# 2032227-2020-206537.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and coma on unknown date. Blood glucose reading was 26 mg/dl. The customer stated they became unresponsive from their low blood glucose. Customer reported that they were not using sensor and insulin pump because malfunction. The customer stated that insulin pump had pump error alarm. Troubleshooting for the customer¿s low blood glucose was performed. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump and reservoir will not be returned for analysis.